Manufacturer narrative:
The unit was not able to be repaired.

Event description:
It was reported by repair work order that the foot section of the litter sustained damage and is beyond repair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.